Manufacturer narrative:
No product was returned by the customer. As the product lot number is not available, no further investigations could be performed. A review of complaints did not identify any nonconformances related to the customer's allegation.

Event description:
It was alleged that a lancet was protruding past the end cap of a coaguchek xs softclix device. The customer was accidentally stuck by a lancet protruding past the end cap of the coaguchek xs softclix device. The customer did not require treatment. The customer believed the lancet was seated properly, but could not confirm this as the lancet had already been replaced. The customer was advised on how to prime and fire the device. The lancet no longer protruded past the end cap.

Manufacturer narrative:
The customer's device was requested for investigation and a replacement product was sent to the customer. The investigation is ongoing. Section e3: occupation is patient/consumer.